Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had all bands still attached to it, and two of the bands overlapped. The ligator housing teeth were found bent, and the trip wire was broken. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had all the bands still attached, two of the bands overlapped, the ligator housing teeth were bent, and the trip wire was broken. Although the trip wire was returned broken, since this was not reported, it is most likely that the trip wire was broken when the device was taken out of the scope. Therefore, this condition won't be considered a failure mode. The reported failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. It is most likely that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands unable to be deployed. The marks on the ligator housing teeth imply that the device might have been used with too much force for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date. The speedband superview super 7 multiple band ligator instructions for use (IFU) states, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (correction): block h6 (device codes) has been corrected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.